Event description:
Complaint alleged that during biomed testing the device failed the earth-ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a damaged a/c receptacle. The a/c receptacle was replaced to resolve the problem. Analysis for reports of this type has not identified an increase in trend.